Event description:
A 3.5mm lcp medial distal tibia plate broke post operative and was removed. Plate was implanted for a right distal tibial transverse fracture sustained in a fall off a motorcycle during a motocross competition. Pt also sustained a right distal fibula fracture and a right tibialis anterior tendon rupture. During a follow up visit on pt was not wearing the boot-walker and indicated he had not been wearing it for 3-4 days. Pt was instructed by a different doctor to begin 'weightbearing as tolerated'. Follow-up x-ray showed plate fracture over bone fracture site. Pt was revised to a cannulated tibial nail.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the MFR date without a lot number.